Manufacturer narrative:
(B)(4): eval, results: gi bleed. Eval, conclusion: no conclusion can be drawn.

Event description:
It was confirmed that the patient received eleven units of prbc's and not eight as previously reported.

Event description:
An endeavor sprint rx stent was implanted in the mid lad. Approximately 5 months after index procedure, the pt suffered from arterial fibrillation that required hospitalization and the pt recovered with treatment. It was deemed that this event was not related to the study procedure/drug-polymer/device. Approximately 9 months after index procedure the pt experienced a gi bleed which required hospitalization and the pt received a colectomy. The pt received 8 units of red blood cells and 5 units of frozen plasma.